Manufacturer narrative:
(B)(4). Concomitant product(s):- part: 00630505636, name:liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell, lot:62888270. Part:00877503602, name:bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, lot: 2783345. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for the same event, please see associated reports: 0002648920-2017-00395.

Event description:
It was reported that a patient underwent a revision procedure due to loosening. The liner, head, and stem were revised. No complications or delays reported. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional concomitant medical products: biolox delta fem head, 36mm, + 0mm catalog#: 00877503602 lot#: 2783345; tm modular cup 56mm cluster-hole catalog#: 00620205622 lot#: 62910362; modular cup neutral liner longevity 56x36 catalog#: 00630505636 lot#: 62888270; bone screw 6.5x30 self-tap catalog#: 00625006530 lot#: 62759986; bone screw 6.5x25 self-tap catalog#: 00625006525 lot#: 62955395. Reported event was confirmed through review of medical records. X-ray review demonstrates possible early loosening with lucency seen along the proximal and lateral portion of the femoral component. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.